Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping and pain in lower abdomen") in a female patient who received essure for birth control. In 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: consumer underwent required hsg test, however no result was provided. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was unspecified result. .company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe cramping and pain in lower abdomen (seen as abdominal pain lower). Consumer underwent a surgery to remove essure on or about three years after the insertion. The event is anticipated in the reference safety information for essure. Abdominal pain lower may occur within consumers under essure use. Given the positive temporal relationship and lack of alternative explanation, causality between the reported event and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra ll.t can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe cramping and pain in lower abdomen (seen as abdominal pain lower). Consumer underwent a surgery to remove essure on or about three years after the insertion. The event is anticipated in the reference safety information for essure. Abdominal pain lower may occur within consumers under essure use. Given the positive temporal relationship and lack of alternative explanation, causality between the reported event and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.